Manufacturer narrative:
One device was returned for investigation in used condition. Physical inspection confirmed the customer complaint of a delaminated downstream occlusion (dso) seal. The same was confirmed during functional testing. The dso seal was replaced and calibrated along with other preventative maintenance measures. The device then passed all functionality tests. Review of the service history shows that the device has not been in for service in the last 12 months.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air sensor and dso (downstream occlusion) seal were coming off. There was no patient involvement, and no patient harm/adverse event reported.